Event description:
It was reported that upon removal from the t-handle packaging, the intra-aortic balloon (iab) membrane had unfolded. The iab was inserted into the patient and operated fine. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned.

Event description:
N/a.

Manufacturer narrative:
Additional information: patient information: 66 years old, 298 lbs, male, dob: on (B)(6) 1955. Device available for eval changed from yes to no. Added device discarded /4115 to type of investigation. Lot#, exp date, manufacture date. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).